Event description:
Event description guidant received information that this transvenous defibrillation lead exhibited noise on the ventricular r/s channel. The physician stated that he intends to replace the entire lead because the patient is pacer dependent and the noise is inhibiting pacing. 02/13/02, second call to tech services indicates the problem may not be a new problem. The patient is undergoing a lead revision. No way to really assess the problem with the lead. 04/18/02, upon receipt of out of service form it was noted on the form that the lead was fractured and replaced with a new lead.